Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an unknown surgery in which seprafilm was used. It was reported the patient experienced chemical peritonitis where the seprafim was applied. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. On an unknown date, the patient was recovered from the chemical peritonitis event. No additional information is available.